Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. A data investigation will not be performed as signal loss up to one hour is within specification. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). 3004753838-2018-142895 was submitted in error and can be retracted. Actual issue reported by patient does not meet the criteria of a reportable event.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further clarification, the patient allegation does not meet the criteria of a reportable event.